Event description:
Caller stated implantable neurostimulator (ins) was not functioning properly as they have had to catheterize the patient 3 times and patient claimed they aren't feeling any stim. Caller stated patient has been having problems with urination. Caller stated patient's wife brought their patient programmer a day prior to this call and they believed it was working fine then since they used it and patient was able to urinate last night. Caller stated patient was on narcotics and was drowsy and mumbling their words so they aren't sure if the patient knows what they are doing when they are working the programmer. Caller stated they know the ins was on because the patient was pressing buttons, the caller just doesn't know what the patient was trying to do with it. It was also reported that patient had an infection area of infection information reasonably suggests the event caller was referring to epididymitis as infection and swelling. Caller stated patient came in with a uti on (B)(6)-2016 and was later diagnosed with epididymitis but caller wasn't sure if the swelling (tech services assumed this was at the testicle area) was present when they came into the hospital or started later. Caller stated patient was having issues with urination. Caller stated it was unknown if the infections were related to the device. The strain of the infection was confirmed . Oral antibiotics was given to resolve the infection. Additional information reported about a week later that the interstim device was reprogrammed. The patient uti was a rule out and the culture did not grow anything. It was unknown if uti was related to patient underline urinary dysfunction at the time of the incident patient was on a number of narcotics for a new diagnosis of a terminal illness patient and was informed to not change interstim device while on narcotics. The indications for use for this patient were gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.